Event description:
Plaintiff alleges being diagnosed as being allergic to latex from her exposure to latex gloves. As a result of the sensitization, she alleges that she is subject in the future to one or more anaphylactic reactions to latex and has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband, alleges loss of consortium of his wife.